Manufacturer narrative:
(B)(4). First revision occurred on (B)(6) 2013 to replace the l4 pedicle bone screw with a larger screw for better bone purchase. Construct extended to l3 vertebral body. Pt bone quality was poor, and l3 bone screws pulled out (B)(6) 2013. Radiographs received confirm the event. A second revision was performed on (B)(6) 2013 replacing the l3 screw with a larger diameter screw, extending the construct, and stabilizing the pt from t12-s1. No product evaluation can be completed at this time as the implants were discarded by the hospital. The pt had poor bone integrity, which continued to degrade, resulting in a t12 fracture. The root cause of this reported event has not been determined. No conclusion can be drawn. However bone quality may be a contributing factor.

Event description:
The spherx deformity pedicle screws reportedly pulled out of bone post-operatively. The initial posterior lumbar fusion was performed on (B)(6) 2013 involving a construct from l4-s1 bilaterally. On (B)(6) 2013 during routine follow up it was discovered that the bone screws form the l4 pedicle had pulled out bilaterally. The pt was asymptomatic. First revision surgery was performed on (B)(6) 2013, in which larger screws were placed in the l4 pedicle, construct was extended cranially l3 with additional screws and a tlif at l4-l5 was performed. This event was filed under 2031966-2013-00093. Pt bone quality continued to degenerate. The result was a pullout of cranial pedicle screws in l3. Second revision occurred on (B)(6) 2013 replacing the l3 pedicle screws with larger screws. The construct was extended to t12 with cement augmentation at l1-l3. Pt now has a fracture at t12.